Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) bnss410, (3i t3 with dcd non-platform switched parallel walled implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads and markings from removal. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2120025789. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120025789 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
Doctor reported that implant at tooth site 36 was removed due to bone fracture. Doctor also indicated that drill protocol was followed. While inserting implant, buccal wall fractured and there was no primary stability. This failure was solved with drilling chips. Patient has been rescheduled for pending new implantation.